Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error code b30 (scope communication error). The issue was identified during inspection for use. There were no reports of patient involvement